Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. They were unable to perform the displacement test due to the no button response. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer was informed to remove the battery because he was unable to clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.